Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure and motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. Unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. The insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that the device was exposed to a magnetic field; customer was wearing it during an MRI. She also stated that she received a motor position encoder error alarm. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 106 mg/dl. Nothing further reported.